Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported the user was setting up the system and it was giving a localizer disconnected message. There was a yellow light on the camera. He had reseated the connection at the bulkhead in the arm. User was asked to tighten the screws for the ethernet connector at the back of the camera. This was reported outside of a case. There was no patient present.